Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "heartstart xl + defibrillator displayed a red x with error codes, disabled equipment along with switching between therapy modes". There was no patient involvement.